Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008, to investigate the event. The fse found the sample probe horizontal alignment off, a bent aspirate probe and the wash arm was 7 steps too low. The fse replaced the substrate pump. Also, the fse performed verification testing after these corrections were made and all passed within specifications. Hardware is the root cause for this event. Patient one of three was addressed in MDR 2122870-2008-134. This is three of three separate MDR reports related to three patient events associated with a single malfunction report. Reference MDR numbers: 2122870-2008-134, 2122870-2011-02323, 2122870-2011-02324 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accutni (troponin I), ck-mb, and folate results generated on the access 2 immunoassay system for three patients. The patient samples were retested and the results were within the normal reference range. The initial erroneous results were reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.